Manufacturer narrative:
Isi has requested the tip-up fenestrated grasper instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument logs for the tip-up fenestrated grasper (part number 470347-12/ lot number k102112060020) associated with this event has been performed. Per this review of the logs, the tip-up fenestrated grasper instrument was last used in a procedure on 12-august-2022 via system sk0248. The alleged instrument had 7 uses remaining after this last usage. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the tip-up fenestrated grasper instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, when the tip-up fenestrated grasper instrument was inserted into the patient for the first time, one branch of the instrument broke off and fell into the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. The tip-up fenestrated grasper is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: the tip-up fenestrated grasper instrument broken piece was taken out. The procedure was completed with no patient injury.

Manufacturer narrative:
Additional information found in: d9, g3, g6, h2, and h3 evaluation information found in: h6 and h10. Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer-reported complaint. The instrument was found to have a broken grip at the midpoint. Failure analysis found the primary failure of a broken grip tip to be related to the customer-reported complaint. Broken material, approximately 0.34" x 0.20", was returned by the customer. No material appeared to be missing as the broken assembly was pieced back together common causes of the failure mode broken instrument grips -tips are typically attributed to mishandling/misuse, such as excessive force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The tip-up fenestrated grasper instrument was transferred to engineering for further analysis. The tip-up fenestrated grasper instrument's grip tips were sent out to a third-party lab for further analysis. It was determined that the probable root cause of the failure was due to variability in the metal-injection-molding process.

Event description:
Refer to h10/h11 for follow-up information.